Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a gradual rise in shock impedance measurements of greater than 125 ohms over the past year. The shock impedances were checked in other shocking vectors and were noted to be greater than 200 ohms in a different shocking vector. Technical services (ts) discussed programming and troubleshooting options. The health care professional (hcp) noted they would increase the patient follow ups and continue monitoring. No adverse patient effects were reported. The lead remains in service. Additional information was received which reported that this lead was later surgically abandoned and replaced due to the previously reported high shock impedances. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a gradual rise in shock impedance measurements of greater than 125 ohms over the past year. The shock impedances were checked in other shocking vectors and were noted to be greater than 200 ohms in a different shocking vector. Technical services (ts) discussed programming and troubleshooting options. The health care professional (hcp) noted they would increase the patient follow ups and continue monitoring. No adverse patient effects were reported. The lead remains in service.